Event description:
The account alleged that a pt leaned on the siderail from inside the bed and the siderail gave away. The account alleged, the siderail failed to latch. No injury. The account did not supply the pt info.

Manufacturer narrative:
The technician inspected the latch mechanism and the latching of the side rails on the bed. The technician found no problem with the side rails and could not duplicate the failure. The nurse alleged that the pt turned to the left side of the bed; she heard a loud "pop" type noise and the siderail went down. No further info was given regarding the incident.